Event description:
The customer reported that during an etoposide chemotherapy infusion, the mother of the patient noticed that the drug was leaking out of the top of the burette. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Sample involved in this even twill not be returned as it was not available. No failure investigation could be performed.